Event description:
A blood glucose device read 400 mg/dl at 11 am and within 5 minutes a lab measured 132 mg/dl. Controls were reportedly in range when tested. It was reported pt was not treated as a result. A request was made for the return of the suspect device and replacement product was sent.